Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and to update sections: d4, d10, g4, g7, h2, h3 and h10. The referenced device (lot# ab) was returned for evaluation of ¿ceramic sheath broke.¿ a visual inspection confirmed the black beak was found to be partially broken on the distal end and the broken piece not returned. Approximately, 40 percent of the beak is missing. However, the remaining portion of the beak still adhered firmly on the distal shaft. A visual inspection of the damaged beak under a microscope revealed jagged edges and a small dent on it which appeared to be a pressure point when the impact occurred. The device passed the mechanical inspection as the lock ring and release button function correctly when checked with a test working element (eiwe). Based on the investigation findings, the potential cause of the reported ¿ceramic sheath broke" can be attributed to the device came be attributed (unintended) impact or excessive force to the device. As a preventive measure, the instruction manual provides warning that states, to perform operation tests - before using, feel the entire surface of the instrument for dents, protrusions, or other irregularities - do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip. If there is evidence of charring, burn spots, chips or cracks in the ceramic tip or surrounding area, do not use.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event could not be determined at this time. However, based on similar events the most probable cause of the reported event could be attributed to unintended operator¿s technique. The instruction manual provides warning to mitigate the risk of patient harm and device damage which states, ¿always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. ¿ as a preventive measure, the instruction manual also states to perform operation tests and before using, feel the entire surface of the instrument for dents, protrusions, or other irregularities¿do not use if damage is found. If the device is returned at a later date, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a therapeutic resection procedure, the ceramic sheath broke and fell into the patient. The device fragment was retrieved. There was no unexpected bleeding reported. The patient did not require any additional procedures or hospitalization. The intended procedure was completed. There was no patient injury reported.